Manufacturer narrative:
This report is submitted on november 4, 2021.

Event description:
Per the otolaryngologist, the patient experienced a post-operative infection and skin problems at the abutment site. The patient was treated with topical and oral antibiotics, and underwent two "skin removal" procedures. The abutment was removed and replaced with a longer abutment. The implant fixture remains.